Event description:
The report stated that the biomedical engineering department was informed that the unit had self activated on more than one pencil. However, biomedical engineering at the site was unable to replicate the report and was returning the generator to the manufacturer to be tested further. There was no patient injury.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.